Event description:
A report was received regarding an alif procedure, 360 degrees anterior then posterior, at levels 4-5, 5-1. The surgeon inserted the trial spacer into the patient, using extreme force. As a result, the alif trial spacer handle broke off into the trial spacer, and remained stuck inside the trial spacer. The surgeon was reportedly at the correct height so he retrieved the trial spacer with the broken part in it. The surgeon then placed the final implant inside the patient. The procedure was delayed approximately one minute. This is report #2 of 2 for the same event.

Manufacturer narrative:
Device was used for treatment. Device is an instrument and is not implanted/explanted. A review of synthes device history records was conducted. The product conformed to all requirements. Subject device has been received and is currently in the evaluation process. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. The trial spacer handle p/n 03.802.151, lot 6581166, is a subassembly of the synthes product drawing number 389.151. Avalign technologies nemcomed manufactured the trial spacer handle. The complaint condition, broken threaded tip, was due to an unknown cause. The lot was manufactured and processed per specification requirements, and conformed to the inspection sheet. This complaint condition is not related to the manufacturing process. The internal spindle broke when the surgeon applied excessive force per the complaint description. The breakage appears to have occurred from a bending force when the trial spacer was not fully tightened prior to insertion. All but approximately 1 thread is remaining on the threaded spindle. If there is toggle between the spacer and the handle assembly, this is a possible failure mode. The design risk assessment is adequate for the intended use.